Event description:
A company rep called to report a facility had a size 8 disposable tracheostomy tube in which the tube had separated from the flange. The tracheostomy tube had been in use for 6 days. The pt uses a ventilator. A contact for the facility was provided and clinical coordinator of the respiratory department was then contacted for further info. The clinical coordinator stated, that the tracheostomy tube broke off from the flange at the two teeth that hold the flange in place. The pt desated, and is now using a replacement size 8 disposable tracheostomy tube. The tracheostomy tube had been in use for 5 days. Tracheostomy tubes are normally checked or changed every 7 days, with the inner cannula replaced daily. No cleaning or re-sterilization was done. The pt is on a ventilator 24/7 using a puritan bennett 840.

Manufacturer narrative:
Return of the size 8 disposable cannula tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation obtains significant results, a follow-up report will be submitted.